Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they alleging insulin pump was under delivering. The customer blood glucose level at time of incident was 234 mg/dl treated with syringes and current blood glucose level was 120mg/dl, 272mg/dl and 244mg/dl. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed self-test and it passed. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump getting insulin flow blocked and getting low reservoir alarm. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed a 5 unit fill cannula. Customer stated that the insulin exited. Customer stated that the cannula was bent. The devices will not be returned for analysis.